Event description:
The ge oec 9600 fluoroscopy system had a reported system lock-up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the scsi controller had become loose. The scsi interface pcb was re-seated to correct the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.